Event description:
A us distributor contacted zoll to report that a patient was experiencing itchiness under her breasts and her hands. The patient has a history of allergies. There was no alleged device malfunction contributing to the irritation. Patient was advised to take benadryl by a physician. Follow up indicated that the patient has been taking the benadryl and using cortisone cream and they are helping.